Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for a thoracic aortic aneurysm using gore® dryseal flex introducer sheaths as accessories. They attempted to insert the 22fr sheath from the right common femoral artery, but it failed with strong resistance. Subsequently, a rupture of the right external iliac artery was observed via contrast imaging. A 12fr sheath was inserted from the left common femoral artery and a stent graft was implanted to cover the ruptured site as a treatment. Other attempts were made to advance the 20fr and 22fr sheaths from the left common femoral artery. 20fr could be advanced but 22fr failed again, so they decided to terminate the procedure. The pulse of the left common femoral artery was weak while suturing. The contrast imaging revealed a dissection of the left external iliac artery, and a bare stent was placed as a treatment. The patient tolerated the procedure. Physician¿s comment: a dissection cavity may have formed at the puncture site. The patient¿s vessels were originally not sturdy enough, which may have caused the rupture.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.